Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure one resolute onyx was implanted into the lad and two resolute onyx stents were implanted into the rca. Cec adjudicated myocardial infarction as a q wave mi (non target vessel) 3rd udmi spontaneous in the lad. Side branch occlusion was reported. Cec also adjudicated stent thrombosis as no event. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.